Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm when they did self test. Customer also stated that they had concern with beep. Troubleshooting was done for audio anomaly and insulin pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.